Event description:
Describe event or problem: pacemaker failure.

Event description:
Add'l info rec'd from MFR 9/27/00: MFR received the uf 3500a but the last five characters in the number were 10002 (f2). The event is not related to the device listed (model 6945 lead) in d6 on the uf report. The actual device explanted and returned is an ICD (7273). The ICD is currently under eval. Preliminary analysis has confirmed the reported loss of output condition. The event is scheduled for MFR's 10 nov 00 edi phase I submission.